Event description:
Event: (cc# 98-01058) the iab was inserted into the patient on 8/20/98 at 9:40 p.m. With difficulty. On 8/20/98 at 11:30 p.m., the iab leaked. On 8/31/98, datascope was notified a second iab was inserted into the patient. The patient went on to expire with the second iab in place. The contact reported that the patient's death was not a direct consequence of the iab or iab therapy. On 9/17/98, the following was reported to datascope: blood was seen in the catheter tubing. The "check iab catheter" and "rapid gas loss" alarms sounded from the pump. The iab was removed and another was inserted into the patient. There was no patient injury or complication as a result of the event on 8/21/98. The patient went onto expire on 8/23/98 at 12:15 pm. [Event complications]: none from the event - reported 8/26/98, 8/31/98, and 9/17/98. [Patient's current status]: expired - rpt'd 8/26/98.